Manufacturer narrative:
Additional information: d9, g3, h3, h6. No physical problems were apparent during the visual evaluation. Functional evaluation: ccu dhg250063 was subjected to functional testing per wi-000229753, fco procedure, ccu, arthrex synergy vision (gen3) using a known good test camera head, a known good test tablet, a known good test camera head and a known good test nano handpiece. Multiple test cases were created, and no functional issues were observed with the exception of the automated mainboard test (amt), which failed at step 12. This test evaluates the jtag interface from the som to the fpga. This test was subsequently repeated multiple times. The failure could not be replicated. (Note: this failure will be noted as unrelated to reported event. The associated cause is unknown.) The ccu was burned in for 2 hours with the light engine active, and no functional issues were observed. It was then power cycled several times and left powered on overnight with the cover on. The ccu was reevaluated and no functional issues were noted. No evidence of overheating or thermal damage was observed. The interior of the device was visually examined. No evidence of smoking, burning or any other thermal damage was observed. Finally, the device was subjected to an electrical safety test. All related acceptance criteria were met. In reference to the customer complaint reported, "an ar-3200-0027 synergy vision connect ccu was overheating with the smell of burning plastic from inside the unit. No case was involved;" since investigative findings were not able to replicate the customer's complaint, the complaint will be considered not confirmed.

Event description:
On 05-mar-2026, a facility representative reported via (B)(4) that an ar-3200-0027 synergy vision connect ccu was overheating with the smell of burning plastic from inside the unit. No case was involved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.